Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient did not receive full dose. The medication bag was compounded with 390ml. A 360ml was set to be infused, and only 128ml remained. When accounting for overfill, only 98 ml remained. The event log was and there were no interruptions during treatment. The pump did not alarm. The pump was connected to a patient when the error and event occurred. No patient harm or no patient injury. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
D9: date returned to mfg; 1/13/2026. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed and the probable root cause is unable to be determined.